Event description:
It was reported that this right atrial (ra) lead was thought to be causing muscle stimulation and hiccupping to the patient. The patient reported that this caused their non boston scientific device to shock them several times. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.